Event description:
A customer reported experiencing an infection after wearing the adc freestyle libre sensor for 5 days, with symptoms described as puffiness and pain at the insertion site. The customer had contact with an hcp on (B)(6) 2019 who prescribed or provided unspecified medication for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(4), with adhesive, has been returned and investigated. Visual inspection has been performed and no issues were observed. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed and no abnormalities were found, this shows all processes were effective, therefore it is not confirmed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing an infection after wearing the adc freestyle libre sensor for 5 days, with symptoms described as puffiness and pain at the insertion site. The customer had contact with an hcp on (B)(6) 2019 who prescribed or provided unspecified medication for treatment. There was no report of death or permanent impairment associated with this event.